Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the associated batch record showed that this batch passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A review of complaint history revealed 2 similar events for the listed product for the timeframe. A review concluded that there are no prior escalated actions related to this part number and failure mode. A review of the risk management file revealed this failure mode/adverse event was previously identified. The anticipated risk level is still adequate. A factor that could contribute to the reported event include that the handpiece was not full rotated 90 degrees as specified in the instructions for use, or a component failure at the connection port of the console. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed; therefore, no corrective actions are deemed necessary.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a debridement, the pump cartridge (metal tip with orange handle) of a versajet plus assy, 45 degree x 14mm, shoot out of the console port, due to lack of tightness of the seal. This occurred on a new replaced console. The procedure was resumed, after a significant delay, by changing to surgical techniques. No injury was reported as a consequence of this issue.